Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the device held no voltage; therefore the reported problem could not be confirmed via testing. The customer complaint could not be confirmed as no share log data was available for review. The root cause could not be determined.